Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5v power supply was reseated. The system was tested and found to be working as intended and put back into service.